Event description:
It was reported that an asymptomatic patient presented to clinic for a routine follow-up. The pulse generator exhibited backup vvi operation after being exposed to therapeutic radiation. After a product code download, normal device function resumed.